Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high and undefined superior vena cava (svc) coil impedance. The svc coil was turned off as the patient was traveling and was instructed to see their physician when they returned home. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced oversensing, sensing integrity counter (sic), and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.